Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue with 7 infusion sets cannula being crimped on (B)(6) 2024. The issue occured within 3 hours of insertion, made at abdomen.furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 7.